Event description:
It was reported the patient was hospitalized for pump delivery rate modification. Reportedly, it was felt prudent to keep the patient in the hospital until her delivery rate was adjusted for optimal pain relief. The patient had no signs or symptoms and the severity of the event was deemed mild. The patient was without intrathecal medication for an unknown timeframe. The patient¿s outcome was listed as resolved without sequelae on (B)(6) 2008. It was said that there were no interventions taken. The pump was used to deliver compounded baclofen and morphine sulfate.

Manufacturer narrative:
Concomitant products: product ID 8832, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).